Event description:
On (B)(6) 2013, the reporter contacted animas alleging that the display screen was damaged. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the device caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 07/16/2013 device evaluation:the pump has been returned and evaluated by product analysis on 06/17/2013 with the following findings:investigation revealed that the display lens was cracked around the edge of the lens in the upper and lower right corners. No other issues were found.

Manufacturer narrative:
The pump has not been returned to animas. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).